Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted measurements were a gradual rise over the past year. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.